Event description:
Twenty-seven days post hvad implantation via thoracotomy approach, this patient underwent a driveline connector cleaning. The patient's controller was exchanged and two rounds driveline connector cleaning per fs008 rev 02 were performed with an estimated pump off time of one minute. The patient was prepped for the procedure with a primacor drip and 1500 units of intravenous heparin with epinephrine on standby. He tolerated the controller exchange and pump off time well, but was reportedly anxious. The controller will be returned to the manufacturer for evaluation. Of note, this patient has received a total of five driveline connector cleanings since being implanted.

Manufacturer narrative:
The driveline remains implanted. The controller will be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00353 and 3007042319-2015-00354) submitted for devices related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-003538 and 3007042319-2015-00354) submitted for devices related to the same event.